Event description:
Rn reported to clinical support specialist (ccs): pt presented in cath lab with full arrest & iab was placed. When they tried to pump, pump alarmed, screen froze & they could not get pump to work. Rn stated that they had an ECG present on pump. Ccs asked rn what alarm was & rn stated she was unsure. Rn thought it was something about "low helium. "However, pump had helium & they knew this because the helium tank was checked." Ccs asked rn if alarm was "possible helium loss" or "purge failure". Rn was not sure, but since they could not get pump to work, they switched pump out for another pump. Rn also stated that "forrest lundeen" told them that there had been a document about a recall on pump & he stated "that was what the problem was." Css told rn she was unsure about document and she was referring to, but that their pump did not have a recall. Rn stated that forrest said that a representative from arrow has in last week & gave them document. Ccs asked rn which sales rep. Rn claimed she did not know. After this conversation rn returned to reason for hotline call & explained to css that "things were happening pretty fast because of the arrest, but she said initially they could not get an arterial pressure waveform on pump. They later found that there was a stopcock that was partially turned off. Pt was having lots of ectopy at time of arrest & insertion." Css asked rn if she had any of alarm strips from pump. They did not. Css explained that most likely pump alarmed "possible helium loss" css explained that this results from possible open connections, hole in balloon, kinked catheter, or ectopy beats. Rn said they did check connections for blood in line, they also checked for a kink. This was when css explained that alarm was caused by ectopy. Css said that pump is watching baseline of bpw & if it could not see baseline between beats, it will alarm. Since pt was having lots of ectopy during that time this is most likely cause of alarm. However, since they have already switched pump out for another pump, css told them they should send pump to biomed. Rn was still concerned about recall notice. The pt is currently stable on pump & pump is performing well. Note: serial number for pump involved was not a part of recent recall.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.